Event description:
During a remote follow-up, functional oversensing due to ventricular tachycardia falling into the programmed ventricular fibrillation zone was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.